Manufacturer narrative:
Results: the unit was returned in 2 pieces. The proximal section measures 93 cm from the end of the marker band to the break point. The last 0.3 cm show unraveling of the support wire and stretching of the inner liner. The distal piece is 6.3 cm in length and shows support wire unraveling and liner stretching for the proximal of the tip. A 0.070" mandrel was introduced into the hub of the catheter and advanced distally. Minor friction was felt as the tip of the mandrel approached the 92.5 cm mark, however the mandrel was able to pass without difficulty. A demonstration 0.068" packaging mandrel was introduced into the distal tip and advanced proximally. As the mandrel tip passed 6.0 cm some minor friction was noted, however the mandrel passed through the lumen with no further difficulty. Conclusion: the complaint discusses the failure of a product this catheter was used to deliver. The catheter was removed with the failed product inside and, according to the complaint, broke outside the patient when the technician tried to remove the failed product. The unraveling and liner stretching seen at the break site is consistent with the technician breaking the catheter when removing the other product. The flat section seen in the distal fragment was not mentioned in the complaint so it is unknown if this was present when the neuron was removed from the patient or an artifact of attempting to recover the failed product. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra neuron delivery catheter 070 was in the ica. A hyperglide balloon an sl-10 microcatheter were inside the neuron. The sl-10 went into the aneurysm. When the physician checked the microcatheter, it had backed out of the aneurysm. When the physician pulled on the sl-10, the proximal 15cm came out leaving the rest of the microcatheter inside the guide. The physician pulled the balloon inside the guide, inflated it, then retracted the broken sl-10 and the balloon and the neuron all at the same time. The technician pulled the broken distal sl-10 and the balloon out of the neuron on the sterile table and broke the neuron tip off in the process. The patient was fine and they restarted the case with no issues.